Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip cable on proximal end at the clamping pulley.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large needle driver instrument had a broken cable. The procedure was completed with no reported injury.